Manufacturer narrative:
Update received 11 feb 2026: patient suffered arteriovenous fistula cephalic arch stenosis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact av access was used to treat the left arm. Approximately 19 months post procedure patient suffered cephalic arch stenosis. Patient came in after experiencing difficulty at last dialysis session with prolonged bleeding after session. There was a recurrent, moderate-to-severe left cephalic arch stenosis which was treated with a 6 mm x 2 cm cutting balloon, followed by venoplasty with an 8 mm x 80 mm angioplasty balloon. Patient tolerated very well without incident. Patient recovered.